Manufacturer narrative:
A ge oec service representative investigated the issue and malfunction could not be reproduced. System performance tests all passed. Probable user error with power cord ripped from outlet during system movement. The system was tested, found to be functioning as intended and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec stenoscop fluoroscopy system shut off while being moved. System lost power. A reboot restored function.